Event description:
It was reported that the t:slim x2 pump battery would not charge despite using the correct charging cable and wall adapter and leaving it plugged into a working outlet for 30 minutes. There was no adverse impact to the customer¿s blood glucose level. The customer attempted various troubleshooting steps, including trying different charging cables and adapters, but the issue persisted. Consequently, tandem technical support decided to replace the pump. The customer planned to use a backup insulin pump to ensure insulin delivery was not interrupted.